Event description:
The heatlh care professional reported injecting a patient with 2cc of evolysse form into one side of the patient's midface and nasolabial folds. Approximately one (1) month post injection, the patient experienced swelling. The patient was treated with two (2) rounds of hyaluronidase.

Manufacturer narrative:
Complaint number: (B)(4).